Manufacturer narrative:
The device history records were not reviewed as the lot number is unknown. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported a patient presented with acute chest pain and it was discovered during the CT that a filter strut from a filter that was implanted three ears ago was found in the right atrium. The strut and filter were removed via an open heart procedure. A surgical procedure was performed after the filter was implanted. A type is unknown. The patient's ivc ID was 22mm.